Event description:
Physician applied tongs to patient's head. Patent turned from supine on stretcher to prone on or bed. When physician & assistant were attaching tongs to bed it was noted that the tongs "slipped" causing a laceration on temple/scalp area of the patient's head. The doctor states that the locking mechanism of the equipment failed. The patient was turned back onto stretcher & the laceration was sutured. Another mayfield tongs was obtained & applied to patient. When checking equipment prior to the procedure it locked with manual manipulation.